Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Results: a sample was not available for evaluation. Customer photos were submitted needle stick investigation. In review of the photos, 3 photos shown bent IV cannula (hook-like projection) poked through the IV shield, and cannula point was protruded out of the IV shield. No similar defect was observed in DHR review. After simulation of bent IV cannula was performed, it was determined that this defect could have occured out of the manufacturing premises. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that a user prepared a clean bd vacutainer¿ flashback blood collection needles and when uncapping before use, the user received a needle stick. User then received a tetanus shot.